Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located on the 1st floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable was not plugged in tightly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2006-2014. It is unk if the facility performs preventative maintenance on their beds. The tech connected the communication cable to resolve the issue. Based on this info, no further action is required.